Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent revision breast augmentation with 450cc mentor memorygel breast implant and was presented with left side rupture. Patient also reported burning sensation, pain, hardness in the armpit area, and uneven breast. On (B)(6) 2019, per additional information received, it was confirmed that patient suffered bilateral ruptures and capsular contracture baker grade IV. As a result, the patient underwent explantation and replacement with unknown mentor devices on (B)(6) 2019. This report is for the patient¿s right-sided device.